Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock tube assembly. System operates as intended.

Event description:
Customer reported, the system will not display images. No pt injury was reported.